Manufacturer narrative:
Date of event is unknown. Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 03.812.003, lot# 8662483. Manufacturing location: (B)(6), manufacturing date: jan 30, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. A visual inspection, drawing review, and device history record review were performed as part of the investigation. The returned device was examined at customer quality and the complaint was able to be confirmed. The inner shaft was returned with the distal ball coupling sheared off. This broken coupling was not returned with the complaint. Replication of the complaint is not applicable with this complaint condition. As per the relevant training guide, the t-pal spacer applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle (03.812.001) and knob (03.812.004) assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering (pdl102). Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer. Relevant drawing was reviewed during the investigation. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Durability of inner shafts was validated by endurance testing (insertion and removal), which was completed with no functional failures after 100 simulated application cycles. Dynamic impact loading was benchmarked from cadaver testing where loading during insertion was measured at approximately 10kn in a normal case (appropriate implant/trial size selected). The complaint condition is consistent with impaction prior to the applicator knob being turned until it stops at the security ring, which can concentrate impaction forces on the proximal coupling ball tip, making it vulnerable to breakage. Although it is not possible to determine a definitive root cause for the complaint condition, based on the available information and the guidance provided in the t-pal technique guide , the root cause of the complaint condition is possibly due to use of improper technique. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while inspecting and organizing the instruments following cleaning in sterile processing, it was noted that the t-pal spacer applicator inner shaft was broken. The notched ball at the proximal end was broken off. There was no patient involvement when the break was discovered. This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for (B)(4).